Manufacturer narrative:
Zoll medical corp has not rec'd the prod, and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed a "status 90" message. Complainant did not indicate that there was any pt involvement in the reported malfunction.